Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have the grip cable crimp from wrist control cable at the grip hub dislodged. The dislodged crimp is located at the open grip cable. The dislodged crimp makes the cable appear to be broken. The cable crimp is captured inside the welded grip. The root cause of this failure is attributed to component failure.